Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during patient use, the ventilator shut down and generated an error which rendered the unit inoperable. The customer reported that the unit was in use on a patient at the time of the event occurred. There was no report of patient harm or injury as a result of the event.

Manufacturer narrative:
Attempts have been made to try to obtain the additional information and repair information but no response received from the customer.